Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Product event summary: performance data in regard to the lead was received and analyzed. Analysis of the device memory indicated right ventricular (rv) lead oversensing. Concomitant products: 4193 implantable pacing lead 2008 (B)(6); 5076 implantable pacing lead 2008 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. Analysis revealed the outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo.

Event description:
It was reported that the right ventricular (rv) lead was oversensing and continued episodes of noise and sensing integrity counts (sic) had been seen. It was also reported that a lead fracture was suspected and a lead integrity alert (lia) was triggered. Additionally, it was noted that the device was not displaying histogram data; review of the device memory showed that data had been cleared during the prior session. The rv lead was explanted and replaced; the device remains in use. No patient complications have been reported as a result of this event.